Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the sample was returned with its original packaging. The mesh was found not contaminated. The mesh dimension, overmolding and the textile knitting pattern were found as expected. The collagen film was found partially peeled off, mainly on the mesh overlap. Functionally, all the packaging were found opened. Each device is manually controlled at several step of the manufacturing process and a visual examination is performed by the operators. A search of our global complaints database revealed that this was the only report on file for this lot of product. It was reported that the mesh was torn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: parietex¿ composite ventral patch should be hydrated in its original blister before being handled. This is carried out by immersing it completely in sterile saline solution for several seconds to ensure its conformability and flexibility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the mesh was opened for an open umbilical hernia procedure, the mesh was flaking and clear bits were loose from the mesh. After soaking the mesh in saline, more of the clear layer detached. The mesh was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.